Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 42224. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. A functional check was performed in order to verify the reported complaint. The customer's reported problem was verified. The pump was found to be displaying lec "a4f0" in the main menu version screen. Which is reference to ui_cmd_interval_timeout "42224" error code message. It's presumed that the cause of the issue is a faulty mpu board to and it's recommended that it's replaced.